Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that erroneous total human chorionic gonadotropin (thcg) results were obtained on two patient samples on an advia centaur cp instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed a full system check and observed corrosion on both rinse blocks. The cse replaced the rinse blocks, blue aspirate wash around pump, blue and grey peri pump tubing, and four aspirate probe clear tubing. Next, the cse checked probe calibrations and primed the wash station. Quality control and calibration were performed by the customer, which recovered within ranges. There were no issues reported with qc or patients results post service. The cause of erroneous thcg results is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Erroneous total human chorionic gonadotropin (thcg) results were obtained on two patient samples on an advia centaur cp instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous thcg patient results.